Event description:
Consumer called to report accuracy issues with his meter. Had the meter readings compared to his laboratory test. Analysis run on consensus error grid using lab reading (49) as a reference point vs. Bd readings (100) yielded some data points in the c range of the grid, outside acceptable limits.